Manufacturer narrative:
Revision surgery took place approximately 20 years post implantation for poly wear. Patient has bilateral hip implants, and it is unknown which side that was revised during procedure. The complaint reports that the surgeon noted a small amount of poly debris. There are no clinical/medical documents provided for review, and no lab results have been provided. However, customer communicated that there was no indication of infection. The available x-ray shows a screw has migrated from the acetabular cup. Upon request to the customer, it was stated that ¿the broken screw on the x-ray was from a previous revision or surgery and was untouched and unrelated to this surgery¿. The associated complaint device was not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due to the competitor's head appearing eccentric in the competitor's shell. During the revision, a small amount of polyethylene debris was noticed. Liner was replaced as well as the competitor's femoral head.